Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 499 mg/dl; cause was unknown. The customer was currently still in the ER and declined to troubleshoot further with tandem technical support. No additional information was provided. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.